Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/9139101. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that ten hips measured subsidence of between 3 and 5 mm on the anteroposterior radiograph, and five hips had measured subsidence greater than 5mm: one hip had 6mm, three hips had 7mm and one had 8mm.

Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The reported subsidence issue is for the femoral component. It was noted in the journal article that all the 15 hips reportedly having the subsidence issue ¿appeared to have stabilized by the final follow up examination¿. Product history search cannot be completed since the part and lot number is unknown. Patient activity level and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.